Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they have received additional complaints with that wound drain, as well as identified that this may affect multiple items not just the originally reported. They need to set up a call, to discuss over that issue. They were looking at removing that product and others from inventory till they have an all clear. They mentioned impacted material below: material #072211, material #072190, material #072189, material #072214, material #072186.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 unopened channel drain. Upon opening packaging, dust particles and hair was present on the channel drain. Therefore, the reported event is confirmed and does not meet specifications which states "no hair is permitted on the product." And "product must be clean and free from oil or grease or loose foreign matter in excess of an aggregate total of 0.6mm² per tappi dirt estimation chart or 1/16in. In length. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they have received additional complaints with that wound drain, as well as identified that this may affect multiple items not just the originally reported. They need to set up a call, to discuss over that issue. They were looking at removing that product and others from inventory till they have an all clear. They mentioned impacted material below: material #072211, material #072190, material #072189, material #072214, material #072186. Per additional information received via email on (B)(6) 2025, it was reported that they shared clinicians raised multiple concerns related to item 072221 and then inspected similar items at their distribution center and found fuzzy hair foreign matter in those items as well. There was no harm to a patient as these were found before use.